Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A company representative reported on behalf of the customer, during staff training the optical head was taken off the microscope and a screw fell onto the table from the optical head. There was no patient involvement.

Manufacturer narrative:
The company service representative noted that while onsite performing an installation on the system, there were no missing screws observed from the dovetail. The company service representative was unable to locate the source of the screw. The system installation was successful. The system was then tested and met all product specifications. The loose screw was identified to be unrelated to the system. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).